Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon was placing four screws, the placement of the first three went normally. As the surgeon was placing the fourth screw, he used projection, however, noticed the screw was going lateral rather than medial. A c-arm was brought in to use while re-positioning the screw. An o-arm confirmation spin showed the screw was placed medial with the c-arm. The c-arm was brought in, again, and the screw was placed correctly. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative was unable to replicate any failures and provided training on how to properly tighten/verify the screwdriver. The surgeon involved rarely uses the equipment. The medtronic representative did not see any failures with the driver and does not think replacement is necessary at this time. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy. Unable to confirm complaint.

Manufacturer narrative:
(B)(4) 2013, medtronic representative performed a navigation system check-out, all areas passed. Software investigation has not been completed.